Manufacturer narrative:
D10. Concomitant products: sigphandle sig power sigphandle handle (serial unknown); sigadaptstnd sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, in the second shot, the load did not advance to the end of the staple, and the knife did not retract as well, locking the jaws of the device to the tissue. All possible solutions have been done, such as restarting the handle, disconnecting the adapter, and using the manual retraction tool. Shell replacement was also attempted, but all of these did not resolve the issue. To complete the case, a manual stapler from another manufacturer was used. It was noted that the procedure was extended for more than three hours.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload came attached to a powered adapter. The reload was fully fired and very slightly retracted. The reload was noted to have damage to the blowout plate, laminates, and cover tube. Functionally, the reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. It was also reported that the instrument locked on tissue and the knife was difficult to retract. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 correction: a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary lobectomy, in the second shot, the load did not advance to the end of the staple, and the knife did not retract as well, locking the jaws of the device to the tissue. All possible solutions have been done, such as restarting the handle, disconnecting the adapter, and using the manual retraction tool. Shell replacement was also attempted, but all of these did not resolve the issue. To complete the case, a manual stapler from another manufacturer was used. There was no active bleeding due to what happened, but the procedure was extended for more than three hours and the retraction tool worked with other devices. It was noted, after manual stapling, the user replaced the rod with a new one, and the procedure continued without complications.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary lobectomy, in the second shot, the load did not advance to the end of the staple, and the knife did not retract as well, locking the jaws of the device to the tissue. All possible solutions have been done, such as restarting the handle, disconnecting the adapter, and using the manual retraction tool. Shell replacement was also attempted, but all of these did not resolve the issue. To complete the case, a manual stapler from another manufacturer was used. It was noted that the procedure was extended for more than three hours and the retraction tool worked with other devices.